Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B)(6) 2009, to treat a malignant 1cm stricture in the sigmoid colon. According to the complainant, during the procedure, the stent was positioned into the sigmoid colon. The anatomy was noted to be tortuous. During an attempt to deploy the stent, the exterior handle completely detached from the exterior catheter. The stent did not deploy due to the detachment of the handle. The stent along with the deployment system were removed from the pt. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).